Event description:
The device was interrogated in the mortuary, undersensing and anti-tachycardia pacing (atp) therapy were noted on the device. The primary cause of death was ventricular fibrillation potentially due to heart failure, and the patient expired on (B)(6) 2017. The device was not believed to have caused or contributed to the patients death.

Manufacturer narrative:
As received, the device was returned for analysis. Visual inspection of the device revealed no anomalies. Functional electrical testing on the device revealed that the impedance, sensing, and pacing values were normal and no additional anomalies were noted. The device had not reached the elective replacement indicator (eri) and the device longevity was normal. Based on the device analysis and the information received, the cause of the reported incident could not be conclusively determined.